Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with stored episodes of over-sensed noise exhibited by the right ventricular lead. Programming interventions were discussed; however no interventions were reported. No further information was available.

Event description:
New information received notes that programming interventions were made to disable defibrillation therapy. The patient was in stable condition.